Event description:
It was reported to tyco/kendall healthcare that a customer had a problem with the 1cc detachable needle. The customer reports "upon removing the needle cap the needle was there but not attached to the hub. The needle had detached from the hub."